Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 20725342, expiration date 06/30/2011). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer reportedly received results of 102 mg/dl on the mobile system and 54 mg/dl on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.